Event description:
Initial information was rec'd from a consumer on 4-nov-2010: a (B)(6) female consumer reported, she rec'd treatment with poly-l-lactic acid (sculptra aesthetic) (lot # and exp date unk) 3 injections 6 weeks apart done 6 months ago for aesthetic purposes. She states that it was in her jaw line, cheek and cheek bone. She reported her cheeks look distorted when she smiles; it look like she has a "lump" in her cheek or like she has "gauze" in her mouth. She reported some days her face is puffier than others and that in the beginning, she did experience inflammation. She states she has not yet spoken to her physician. There is reportedly no evidence of a systemic process. No medical history of immunological or collagen vascular disease. No concomitant medications were reported. No further relevant information was reported.